Event description:
It was reported that a 47-year-old caucasian female patient underwent unspecified breast surgery with unknown size unknown saline implants and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. Mammogram is available. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13, 2022, mentor became aware that the that implants were non-mentor. Corresponding fields have been updated on this form. Manufacturer¿s reference number: p(B)(4).